Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 06-nov-2015, an fse conducted on-site follow-up with the customer. The fse aligned the tip nozzle to all corners on all 6 racks. This returned the instrument to normal operation. The most probable cause of the reported event was due to a misaligned tip racks.

Event description:
On (B)(6) 2015, a customer reported that no tip was acquired by the sorter on their aia-2000 analyzer. The customer is unable to run fsh, lhii and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Event description:
N/a follow-up.